Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that during an implant attempt the lead would not track over the guide wire and the lead would not advance into the coronary sinus. The lead was not used and an epicardial lead was placed. No patient complications were reported as a result of this event.